Manufacturer narrative:
Examination was not possible, as the product was not returned. Depuy states review of the device history records found the product conforming to the definition. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of poly wear caused by impingement and to address dislocation.